Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range due to apparent clavicular crush. Loss of capture, high capture thresholds, noise and inappropriate mode switching due to oversensing were also noted. Reportedly, the device was reprogrammed at the clinic, however, it continues to exhibit the same issues. The patient experienced intermittent palpitations at the diaphragm level, which is considered possible due to the lead pacing. In addition, the lead replacement is planned, however, there is not evidence of the replacement procedure being scheduled at this time. The ra lead remains in service. No additional adverse patient effects were reported.